Event description:
It was reported that the patient¿s blood glucose levels increased to above 400 mg/dl after approximately 4-24 hours of pod wear on the abdomen, with blood glucose readings displayed as "high" on the omnipod controller. The patient stated that around 4:00 am, the cannula was correctly inserted into the skin. The patient experienced some discomfort with movement, but the cannula remained properly positioned at that time. Upon waking in the morning with a headache and dry mouth, the patient noted insulin leakage and observed that the pod was wet. After removing the pod, the cannula was found to be slightly bent. It was further reported that there was redness and swelling at the infusion site. No medical intervention was reported in relation to this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported bent cannula or insulin leakage. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.